Event description:
It was reported that unit would not display v1 and v3 waveforms. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.